Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the 2.25x32mm taxus liberte stent would not cross the lesion. The lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm apex balloon. A part of the lesion did not open, plaque remained. The lesion was further dilated with a 2.0x15mm quantum balloon, but the lesion could not be opened. The quantum balloon was removed and then reintroduced and inflated for 30 seconds. The physician attempted to place the 2.25x32mm taxus liberte stent, but was unable to cross the lesion. A choice extra support wire was placed in order to provide more support and more push. The taxus liberte was re-introduced, but still unable to cross the lesion. The procedure was completed with a 2.25x28 non-bsc stent. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed stent dislodgement.

Manufacturer narrative:
Initial visual and microscopic examination of the returned unit found that the stent was not returned with the device. There was evidence of strut marks on the balloon which indicates that the stent was crimped to the balloon. No kinks or damage were noticed along the shaft of the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was not tightly wrapped and was subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).